Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: "rupture", "silicone in the mammary gland and other parts of the body".

Event description:
Patient representative reported unknown side "rupture", "silicone in the mammary gland and other parts of the body" "rheumatoid arthiritis" not related to device and "muscle pain" not related to the device. The device remains implanted.